Event description:
Device returned for analysis with report of "roller stall". Follow up with hcp revealed pt complant. Pt did not achieve pain relief as had been experienced with prior pump. Programming increased dose was attempted with slight improvement for a brief time - pt returned with same complaint of severe pain. Bolus dose given through port with success in relief of pain. Catheter study done-at first seemed to be plugged then determined that catheter was patent with dye appearing in intrathecal space. At second refill - telemetry stated 2 cc should be in pump - 16 cc found as residual. Rotor study showed that roller was not turning. Pump replaced. Pt has done well with the new pump - getting good pain relief.